Event description:
The patient underwent the index procedure with deployment of one endeavor sprint rx des stent to the left main coronary artery and one endeavor sprint rx des in the proximal circumflex artery. The next day, the patient was discharged. Approximately one year and 4 months post index procedure, the patient underwent endoscopy and the patient experienced a gi bleed and received a transfusion. It was also reported that a possible mi occurred one year and 4 months from the index procedure. One year and 7 months from the index procedure, the patient presented to the hospital with chest pain and st segment changes. The patient was reported to have undergone a coronary angiography which was reported to reveal (B)(4) stenosis in the distal segment of the left main coronary artery and, non-obstructive disease of the left circumflex artery, patent lima to lad and occluded left common iliac artery. The patient was treated with medical therapy and an out-patient coronary intervention was planned. The patient had a drug eluting stent deployed to the distal segment of the left main coronary artery.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (mi, gi bleed). (B)(4).